Event description:
It was reported that the pump touchscreen had undefined issues which resulted in the customer experiencing difficulties reading the screen. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.